Event description:
It was reported that the patient was experiencing pain at his scs ipg site. Patient reported not having used his scs system in three weeks and that the pain he was having was from a tendon problem and was being treated with orthotics. Patient is considering having his scs system explanted or possibly moving the ipg. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.